Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the sound of the backup alarm is strange. While checking the device after patient use, the dealer representative found that the sound was low and unclear. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13feb2019 , date rec¿d by MFR : 11feb2019. The manufacturer¿s international service technician confirmed the reported issue. It was confirmed the back-up alarm was cracking. The manufacturer¿s international service technician replaced the defective (central processing unit) cpu to address the reported problem. The unit successfully passed the required performance verification test submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.